Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient thought the device was failing because it was heating when they tried to charge and it would not hold a charge. The patient was making arrangements for next steps with a healthcare professional (hcp) regarding replacement. The patient noted that the first step was a cat scan tomorrow to check the device. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there were no known circumstances that lead to the device heating while recharging and not holding a charge. The patient stated that they called the manufacturer representative and their doctor and both of them suggested that the patient have the ins replaced. No further complications are anticipated.